Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Subject device has been received and a manufacturing investigation action was conducted/performed. The report indicates that: the broken product was returned in a packaging different from the original packaging. The laser marking is readable. The broken screw tip was not delivered. The "investigation summary" is a translated conclusion from the attached document(s). A DHR review was conducted for the affected lot, no abnormalities or deviations, no rework were detected, which could lead to the complaint failure. All complaint relevant dimensions were measured, and fulfill the specifications. The raw material certificates were also checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Device history records review was conducted. The report indicates that the: DHR review for: part #413.360 / lot #9882076; manufacturing location: (B)(4); manufacturing date: 14 march 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tomofix medial high tibial osteotomy (hto) plate broke post-operatively. The plate was implanted on (B)(6) 2016 with large open wedge correction with no gap filling. At the same time hto on the other leg was performed, so bilateral hto in one surgery. Rehab partial to full weight bearing according to protocol. The plate broke with no known cause (no fall/injury etc.) And the patient presented at clinic follow-up (B)(6) 2016. Revision of plate fixation with allograft open gap filling was performed on (B)(6) 2016. No information available about patient condition and outcome. There was no patient harm and the patient has no post-operative problems. The patient had no gap filling, open gap. Cd with x-rays received. On the x-rays is visible that one screw broke post-operatively too. This complaint involves 2 parts. Concomitant medical products: 1x locking screw (part 413.365 lot 8804896); 1x locking screw (part 413.370 lot 9905735); 1x locking screw (part 413.360 lot 9840110); 1x locking screw (part 413.365 lot 9823961); 3x locking screw (part 413.426 lot 9857640). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (5.0mm ti locking head screw self-tapping 60mm, part number 413.360, lot number 9882076). The subject device was returned with the complaint condition stating implant breakage three months post-operative ¿ one tomofix¿ tibial head plate and one locking screw. The plate is broken through the most proximal shaft hole; the locking screw is broken twice, below the screw head and at the tip; the broken off tip was not returned for investigation. The measurable dimensions of the broken implants were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2. The narrative could be confirmed from the provided x-rays; however, no manufacturing related issues that would have contributed to this complaint were found. This complaint condition is likely a result of complication during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors which did lead to a fatigue failure. As the specific circumstances at the time of the issue are unknown a root cause could not be determined. No definitive root cause was able to be determined; the complaint is determined not to be a result of a detected product related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.